Manufacturer narrative:
Upon inspection and testing of the device, service found the image issues were caused by a damaged cable. A deep cup on the cable sheath was observed. In addition, due to the image functionality issues, the white balance could not be properly adjusted, resulting in an e311 error (scope communication error) being displayed on the monitor; however, this was not directly linked to the image issue (no proper image) caused by the damaged cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported that it was not possible to adjust the white balance on the camera head (subject device). There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that a proper image was not displayed when connecting the device to the video processor. Only a white background was visible on the screen that did not allow white balance and color adjustment. This report is being submitted for the malfunction found during evaluation of the device (no proper image). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (error message e311- image does not appear) seems to have occurred due to damaged cable. The root cause could not be identified because no further information can be obtained. Regarding the phenomenon (no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness) seems to have occurred due to damaged cable. The root cause could not be identified because no further information can be obtained. Olympus will continue to monitor field performance for this device.